Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.   The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself.  Medical personnel were performing CPR on a patient when the issue was observed and had been using the device to monitor the patient.   No further details were provided. Physio-control has attempted to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.